Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20426. Further follow up identified the patient got some stimulation post operatively but it is not up to satisfaction. No further intervention planned at this time.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20426. It was reported the patient experienced ineffective and unintended stimulation. A sjm representative tried reprogramming to no avail as only unintended rib stimulation occurred. Consequently, the patient underwent surgical intervention on (B)(6) 2015 where the leads were repositioned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).